Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for illegible label and foreign matter (fm-ink) on the shield was observed. The printed label was positioned incorrectly, making the product information illegible, and adding fm-ink on the closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of illegible label and fm on the shield. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® edta 2k, the label was illegible. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: this is a complaint about printing defect. According to the customer report printed information on the blood collection tube was misaligned at the top. Bdj confirmed the product information was printed on the upper position of the tube, and it was unreadable due to blurred ink.

Event description:
It was reported that during use with the bd vacutainer® edta 2k, the label was illegible. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from japanese: this is a complaint about printing defect. According to the customer report printed information on the blood collection tube was misaligned at the top. Bdj confirmed the product information was printed on the upper position of the tube, and it was unreadable due to blurred ink.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, okayama saiseikai branch of the imperial gift foundation. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.